Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error after she received a low reservoir alert. The patient's blood glucose at the time of incident is unknown; however, the customer's blood glucose was 48 mg/dl earlier in the day, which she treated with food. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The rewind process was completed. The displacement test was performed and the pump passed. A manual prime was also successful. No products were shipped or returned.